Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had suspected pump thrombus and they withdrew support. The device tracking form also noted multi system organ failure.